Event description:
Additional information indicates "this patient came to the hospital with hematuria that had been ongoing since dec 18. 4 units of prbc were given overnight and the patients hgb increased from 6.1 to 9.4 by the next morning labs."

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in e1(zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the access site adverse event was use related as it was resolved by redressing with proper angle matching.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary access site adverse event/hematoma: the cause of the access site adverse event was use related as it was resolved by redressing with proper angle matching.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 77-year-old male who presented with an acute myocardial infarction complicated by cardiogenic shock. An impella cp heart pump was placed through the left femoral artery to provide mechanical circulatory support. Prior to admission, the patient reported having pink-colored urine. He had recently visited the emergency room, during which an indwelling foley catheter was placed. He stated that his urine had been bloody since december eighteenth. On the current presentation, he arrived at the emergency room with an acute myocardial infarction accompanied by blood in the urine. Packed red blood cells were ordered, and he received four units overnight. During his procedure in the cardiac catheterization laboratory, the patient developed a small hematoma at the vascular access site. Light manual pressure was applied, and the site was redressed while maintaining the correct insertion angle. The hematoma subsequently resolved. The patient was successfully weaned from the impella cp and survived. The initial complain concerned patient injury. Based on the information available the impella cp will be only coded on minor bleed with hemostasis and minor injury as outcomes. Bleeding is a known device-related risk for the impella cp as written in instructions for use due to large-bore femoral access combined with systemic anticoagulation. Hematuria was already present prior to insertion and hematuria and the related blood transfusion will therefore not be coded for the impella cp.